Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was checked in the office due to near syncope since the device was implanted. It was also reported that the atrial lead had ffrw (far field r-wave) oversensing. It was then further reported that prior to implant the device had a battery volt of 2.96 but after initialization was not able to get a battery voltage measurement. Both the device and atrial lead are still in use. No patient complications have been reported as a result of this event.